Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (B)(6) displayed a warning indicating the "warming liquid" was empty, even when it was filled. It is possible the customer was referring to a "coolant low" error message even though the coolant was full; however, no additional details were provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Section h4 was updated. The reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed a warning indicating the "warming liquid" was empty, despite being filled, was confirmed during visual and functional inspection. The root cause of the reported complaint was the defective coolant level sensor block. The event log review showed no significant discrepancies or error messages. The thermogard system failed the preliminary functional testing as the console displayed a "coolant low" message, confirming the reported complaint. Visual-functional inspection revealed that both upper leds on the coolant level sensor block were blinking continuously, sometimes green and sometimes yellow, indicating that the coolant level sensor block was defective. To address the issue, the coolant level sensor block was replaced. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).